Event description:
The manufacturer received the device for service and preventive maintenance. No patient use at the time of service, clinical setting, device settings, or adverse patient outcome was reported. The device was processed for routine maintenance, and no allegations of patient harm were documented. During evaluation, the device error log included critical error codes indicating an internal battery failure. Subsequent repair testing confirmed a failure of the internal battery capacity test, and the complaint was confirmed during service evaluation. The internal li-ion battery was identified as requiring replacement due to the confirmed failed test.